Manufacturer narrative:
The insulin pump was programmed with multiple boluses and basal. All of the boluses and basal accurately and downloaded to carelink. No missing boluses or inaccurate basal noted. However, the insulin pump was received with cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had no record of manual bolus deliveries for a one month period in which the customer had actually programmed boluses every day. The patient's blood glucose at the time of incident is unknown. Additionally, the pump settings displayed on the screen differed from what the reports shows for the basal rate. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.